Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231320254 was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, have no defects, and no nonconformities. The cirris tester was used to perform the shorts and mapping tests and both showed passing. The test capital system was used to perform a simulation test which concluded that pulsed field (pf), radiofrequency (rf), and mapping were normal. The keyence microscope e-220 sn02 was used to verify the foreign material, which was found in the cage of the catheter, zone 1. In conclusion, the reported "material in catheter tip" was confirmed during visual inspection testing. The returned catheter passed the returned product inspection. The data files were uploaded, and the analysis is pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d.10.: product ID: non-medtronic product, product type: transseptal wire; product ID: non-medtronic product, product type: sheath; product ID: non-medtronic product, product type: catheter; product ID: non-medtronic product, product type: intracardiac echocardiography (ice) catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, material was found in the lattice of the sphere 9 device. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Log files were analyzed, and timestamps/errors were observed. The reported issue could not be assessed with the returned files, as no images or video evidence were included with the files from the field. In conclusion, the reported issue could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.